Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/01/2015 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment and in the cartridge compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Evaluation also revealed a crack in the cartridge compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/01/2015.